Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2012, surgeon was performing a va-lcp removal surgery on a patient that had healed. As the surgeon was trying to remove two locking screws from the most distal holes, using a t8 driver, the screw heads broke off. Surgeon removed broken screws with cutting pliers. This is 1 of 2 reports for this event.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the screw head is broken off the shaft and the entire screw is heavily used. Unfortunately we are not able to determine the cause which has lead to the mentioned malfunction due to severe damages on the locking thread and the broken off head. We can only suspect that the locking thread has not been tightened up accordingly (positioned on an angle) and this has lead to the breakage. No product fault could be detected. No manufacturing related issue was found. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that there was a technical complication during surgery. Without a lot number the device history records review could not be completed.